Manufacturer narrative:
The investigation determined the user was not following ocd recommendations for daily, weekly, monthly and as required analyzer maintenance. Service was required on multiple analyzer modules to return the analyzer to expected operation. The root cause was instrument related caused by user error in not following recommendations for daily, weekly, monthly and as required analyzer maintenance.

Event description:
The customer obtained non-reproducible falsely elevated vitros trop I es results from three patient samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were reported to the clinician. It is unknown if corrected reports were issued as the information was not provided when requested. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).